Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a 2420-0007 sample was not available for investigation of this feedback, however the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience with leakage observed from the piston of the smartsite during infusion. However no obvious damage or manufacturing defects were visible which may have contributed to the leakage. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2420-0007 product in the past 12 months. Investigation conclusion: a 2420-0007 sample was not available for investigation of this feedback, however the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience with leakage from smartsite component.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and component separation. The following information was provided by the initial reporter: smartsite port fell apart. During administration of dexamethasone, smartsite port fell apart and saline leaked out.